Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire would not come out of the left ventricular (lv) lead at the completion of lv lead placement. It was noted that the physician used considerable force, but the wire was unable to be removed. The lead was removed from the patient, and a knot was found in the guidewire at the distal tip of the lead. It was noted that the knot prevented the wire from being pulled out at the proximal end of the lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was analyzed. Visual analysis of the lead indicated damage at implant. The analyst noted that a competitor guidewire was stuck in the lumen of the lead due to the distal tip of the guidewire knotted outside of the distal tip of the lead tip nose. A fresh guidewire was about to be passed through the lead without resistance once the competitor guidewire was removed from the lead. The competitor guidewire was sent to abbott after removing it from the lead. If information is provided in the future, a supplemental report will be issued.